Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that e102 error occurred due to the accumulation of dust inside the device, based on information from the customer that the device could be put back into operation without errors after a cooling period, and the device had already been cleaned (vacuumed) from the inside by the customer. Dust inside the device is described in the instruction manual, therefore, it was considered as an event due to handling. The cause of the mishandling could not be identified.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, clv lamp error e102 occurred. The intended procedure was successfully completed with the same device. There was no report of patient injury associated with the event. The event date was unknown.